Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed via device evaluation. Method & results: device evaluation and results: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The metal head appears to have damage from the disassociation event and explantation. Clinician review: no medical records were received for review with a clinical consultant device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced conclusion: it was reported that the patient was revised due to disassociation of the head from the stem caused by trunnion wear. The event was confirmed by device evaluation whereby visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the stem caused by the wearing down of the trunnion. The stem, head, and liner were revised to a restoration modular stem construct, ceramic head, mdm/ adm poly insert and mdm metal liner. Rep confirmed there are no allegations against the femoral head, and that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the stem caused by the wearing down of the trunnion. The stem, head, and liner were revised to a restoration modular stem construct, ceramic head, mdm/ adm poly insert and mdm metal liner. Rep confirmed there are no allegations against the femoral head, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.